Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that their controller became completely unresponsive and will not charge. Technical services (tss) walked caller through removing the battery pack from the controller and connecting the controller to the ac power supply. Caller confirmed that the controller powered on. Tss instructed caller to allow the controller to charge fully and continue using it as they normally would. Caller also mentioned that they are handicapped and only had one hand. Additional information was received. It was reported that the patient was charging their implantable neurostimulator (ins) and the controller screen went white. Patient said the controller was not plugged into anything and there was no power on the screen. Patient services specialist (pss) walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed controller powered on. Patient then re-inserted the battery and confirmed the green light was flashing on the controller and the implant was at 70% and controller 90%. After resetting the controller, patient mentioned seeing a message about settings not available and they pressed ok. Patient did not ask about the message. Patient inspected the recharger for damage and patient said the recharger looks good; they had the recharger replaced recently. Agent asked patient to plug recharger into the controller port and if the recharger is loose; patient said they have to push the recharger hard to plug into the controller port and controller lost connection. Patient mentioned they had a stroke and they are disabled. The issue was not resolved. A replacement controller was sent out. Additional information was received. Patient called back and stated they received a letter wanting to know more information about their call from 07-feb-2024. Patient stated the letter asks how the "settings not available" message came about and if it's been resolved. Patient stated that ever since they got the controller they see that "settings not available" message. Patient stated nothing works and this morning it took over an hour just to get the paddle in a spot where the implant would start charging. Patient stated after they finally got connected, the implant was at 60% and it took 2 hours to charge to 100%. Patient stated this implant for their back has been nothing but problems, and they're very frustrated and ready to throw the controller across the room. Patient stated the controller and recharger have been replaced, but nothing made any difference. Patient noted their old recharger was faster at recharging the implant than this new one. Patient noted they still have all the equipment packed up and ready to be sent out but they don't know how to get fedex to come over. Patient stated they have 2 implants and have never had this problem before but they're very, very frustrated. Agent reviewed "settings not available" with patient and difference from the recharging/equipment issues. Agent advised patient that since the issues are ongoing despite all equipment being replaced, patient should follow up with their healthcare provider (hcp) for in person troubleshooting and also to address "settings not available." Patient agreed and said they would contact their doctor now.